Event description:
A customer reported experiencing cartridge alarm 20 and cartridge alarm 30 while pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). To address the problem, the customer was instructed to use multiple daily injections (mdi) as backup therapy while the pump was replaced by technical support. Instructions were also provided for putting the pump into storage mode and returning it to tandem. The customer understood and acknowledged all instructions, and a replacement pump was sent without requiring a delivery signature.